Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that the catheters are stuck to the packing with the adhesive and they can't use them, catheter wall is adhering to the inner packaging.